Event description:
It was reported that lead fragments was left after neurostimulator was removed. During the removal of neurostimulator the lead broke off. MRI was being done soon and the doctor cannot retrieve rest of lead. A bilateral implant was done by a different hcp (healthcare provider), but this hcp tried to pull out the leads. There was a lot of scar tissue built up. Concerned about safety of MRI for patient. The representative reports that lead was damaged during the explant procedure. The patient was having neurostimulator system removed the day of the reported event date by healthcare provider. There was some scar tissue present and the lead snapped off and healthcare provider couldn't remove the rest of the lead. It's unknown how much of lead was left internalized. The patient was having system removed to have an MRI. The system was implanted by another healthcare provider. The representative was not at explant procedure. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, product type: lead; product ID 3093, serial# unknown, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models".

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).